Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia as well as positive results in ketones test, difficulty breathing and lump where the site was. The customer¿s blood glucose level was 47 mg/dl, ate a gronla bar and 327 mg/dl, took 10 unit of insulin and checked the sugar insulin pump did not read blood glucose level so, may have been over 600 mg/dl, 1400 mg/dl at the time of incident, treated with an insulin pen injection. The customer was assisted with troubleshooting for low and high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that the insulin pump had no delivery alarm. Customer was reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Customer stated that they did not want to troubleshooting for bent cannula at this time. Customer thinks that they went through 10. The devices will not be returned for analysis.